Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no issues noted. Priming of the device was performed which identified a leak in the vent of the filter. The reported condition was verified. The cause of the leak was due to a damaged material from manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked at the connection site to the filter. The event occurred during the priming. There was no patient involvement. No additional information is available.